Event description:
It was reported that the patient received maximum energy commanded shocks to evaluate the implantable cardioverter defibrillator (ICD) system as shock impedance was measuring greater than 145 ohms. The result during the test was 90 ohms. Technical services recommended further regular monitoring. The ICD and right ventricular lead remain in service and no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that the patient received maximum energy commanded shocks to evaluate the implantable cardioverter defibrillator (ICD) system as shock impedance was measuring greater than 145 ohms. The result during the test was 90 ohms. Technical services recommended further regular monitoring. The ICD and right ventricular lead remain in service and no additional adverse patient effects were reported. Additional information received indicated the ICD was explanted and replaced for a therapy upgrade to a cardiac resynchronization therapy defibrillator. The ICD was returned to boston scientific for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that the patient received maximum energy commanded shocks to evaluate the implantable cardioverter defibrillator (ICD) system as shock impedance was measuring greater than 145 ohms. The result during the test was 90 ohms. Technical services recommended further regular monitoring. The ICD and right ventricular lead remain in service and no additional adverse patient effects were reported.

Event description:
It was reported that the patient received maximum energy commanded shocks to evaluate the implantable cardioverter defibrillator (ICD) system as shock impedance was measuring greater than 145 ohms. The result during the test was 90 ohms. Technical services recommended further regular monitoring. The ICD and right ventricular lead remain in service and no additional adverse patient effects were reported.